Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating that device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device showed that the capacitor charging time was exceeded. Technical support was contacted and recommended device replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of charge timeout was confirmed. The device image showed that the device timed out during capacitor maintenance. The cause of the long charge time is consistent with high voltage capacitor deformation.